Event description:
It was reported the patient experienced uncomfortable stimulation. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Surgical intervention resolved the issue.